Event description:
It was reported that when the patient was doing the regular flushing maintenance for the catheter in the outpatient department, the puncture site was allegedly found leaking. After the catheter was removed, there were reportedly obvious cracks found at 1 cm from the puncture site.

Manufacturer narrative:
The complaint was confirmed and the cause is use related. The product returned for evaluation was a 4fr groshong nxt clear vue catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The catheter split was located between the 41cm and 42cm depth marking, and the observed damage which is characteristic of this failure type included: circumferentially aligned split in the catheter, rounded fracture edges, impressions from material buckling near the fracture site, overall elliptical shape to the fracture cross-section, and polished features due to material wear. An examination of the catheter structure revealed no potential damage/defect related to manufacturer of the product. A lot history review (lhr) of reyh1567 showed no other similar product complaint(s) from these lot numbers.